Event description:
A pt was implanted with a mirs construct on an unk date. Post operative it ws noted one of the locking caps was loose. The pt was returned to the operating room on (B)(6) 2012 for removal and placement of a new locking cap. This report is #1 of 3 for the same event.

Manufacturer narrative:
Device has been received and is currently in the eval process. Mfg documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4). The complaint was sent to the responsible product manager. The explant shows various ranges of instrument and contact to equivalents, rod, head. The measurable dimensions were checked and found to conform to the drawings and ao, asif specifications. No product fault could be detected. (B)(4): placeholder.